Manufacturer narrative:
23apr2019-root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forward.

Event description:
An infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected [oral infection] , irritation of tissue [tissue irritation]. Case narrative: this is a spontaneous report from a contactable healthcare professional (a dental assistant calling from a dental office on behalf of the dentist). This healthcare professional reported similar events for three patients. This is third of three reports. A 69-year-old male patient received absorbable gelatin (gelfoam, distributed by pharmacia and upjohn co, division of pfizer) with device lot number x34383 and expiry date: 31may2021; via an unspecified route of administration, on (B)(6) 2019, at unspecified dose for tooth extraction. The size was 4, 4 square centimeters, 2x2 cm, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Upc from envelope of product which did not match upc of box: 10300090396050. The dental assistant provided the following unknown number: (17) 210531. The dental assistant described packaging as a box containing envelopes of individual foams. There was a big envelope and a little envelope that contains the product. There were 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product was double packaged for sterility, 6 packs in two envelopes. The dental assistant said that there were two envelopes that were not even opened. The patient's medical history included arthritis, circulatory problems, and previous heart surgery. His concomitant medications were not reported. He had no relevant drug history, no drug or alcohol abuse and no drug allergies. He had a smoking habit. Family medical history relevant to the event was reported as not applicable. It was reported that the patient had an infection after using the product for a tooth extraction on (B)(6) 2019 with seriousness criteria reported as not serious. The operator of the device was the dentist. The dental assistant stated, 'no infection was reported when stopped using it.' The dental assistant said that the last shipment they received in january had been having no trouble at all with the product until they had three patients in the last month (apr2019) who all became infected and all that. The dental assistant said the doctor wanted to call and check base about the product. The dental assistant said that (name redacted) had done extractions since the adverse events occurred with the patients and had stopped using the gelfoam with no further events occurring. They hadn't used the product since had they had the problems. The last two extractions, the product wasn't used, and the patients have been fine. The dental assistant said that the doctor liked to use the product and was waiting to know if there had been a recall or something to continue use. No test or treatment information was provided. Antibiotic therapy with keflex 500mg three times a day by mouth was used to treat the infection. The dental assistant said that they had not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. The dental assistant confirmed that the gelfoam products used for all three patients all came from the same box, and that she doesn't fill the box back up until they are all completely gone. The action taken was unknown. The outcome was unknown (previously reported as recovered). The dental assistant said that there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. Causality was reported as "yes, not necessarily caused by gelfoam, but they think that it is related to the ae: infection". On (B)(6) 2019, the dentist reported that the event of irritation lasted 24-36 hours. No specific tests were required. The dentist reported that the product had a causal effect to the event; however, it was unknown if there was a reasonable possibility the event was related to the suspect device. No hospitalization was required; the patient was treated for the event with suggested oral rinses for tissue reaction irritation. Additional comments by the dentist: have used this for years with never this irritation. Follow-up (15may2019 and 16may2019): this is a follow-up report received from a product quality complaints group. Description of complaint: 'gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges.' Hazardous situation (worst case severity s5): product contains foreign particulate matter. The complaint is to be evaluated for MDR. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); patient age, event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (17may2019): this is a follow-up spontaneous report based on the information received by pfizer from (B)(4). Event type: division: dental. Product brand: branded product (non-(B)(4)). Event type: adverse event. Reportable by (B)(4): no. Product information: will affected product be available for evaluation: yes. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Item description: gelfoam dental pak size 4. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 (male) (age (age 70 & 69) and 1 female (age (82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new information reported from the contactable dentist and incorporated in the initial case narrative includes: new event of tissue irritation, reaction details, medical history, treatment suggestion, outcome, dentist's causality assessment and comments. Follow-up (25jun2019): this is a follow-up report received from a product quality complaints group. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI: (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst-case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst-case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable medical device report review: complete - acceptable. Batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as 'absorbable material -foam' has been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: (B)(6) 2019 -(B)(6) 2019 - complaint classification: foreign object/contamination the results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Follow-up (02sep2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (14may2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Additional information received on 21oct2019 from the product quality complaints department includes additional investigation results. Severity of harm: s3. Failure mode: bacterial infection. Is a sample of the product available to be returned, if requested: yes. Site sample status: not received. Summary of investigation and conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. Company clinical evaluation comment: based on information available, the reported event "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction. Follow-up attempts are completed. No further information is expected., comment: based on information available, the reported event "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable. The details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz.

Event description:
An infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected [oral infection], irritation of tissue [tissue irritation]. Case narrative: this is a spontaneous report from a contactable healthcare professional. Reporter was a dental assistant calling from a dental office on behalf of dentist. This healthcare professional reported similar events for three patients. This is third of three reports. A 69-year-old male patient received absorbable gelatin (gelfoam, distributed by pharmacia and upjohn co, division of pfizer (address) details) with device lot number: x34383 and expiry date: 31may2021; route of administration, on (B)(6) 2019, at unspecified dose for tooth extraction. The size was 4, 4 square centimeters, 2x2 cm, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Upc from envelope of product which did not match upc of box: 10300090396050. The dental assistant provided the following unknown number: (17) 210531. The dental assistant described packaging as a box containing envelopes of individual foams. There was a big envelope and a little envelope that contains the product. There were 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product was double packaged for sterility, 6 packs in two envelopes. The dental assistant said that there were two envelopes that were not even opened. The patient's medical history included arthritis, circulatory problems, and previous heart surgery. His concomitant medications were not reported. He had no relevant drug history, no drug or alcohol abuse and no drug allergies. He had a smoking habit. Family medical history relevant to the event was reported as not applicable. It was reported that the patient had an infection after using the product for a tooth extraction on (B)(6) 2019, with seriousness criteria reported as not serious. Operator was the dentist. The dental assistant stated, 'no infection was reported when stopped using it.' The dental assistant said that the last shipment they received in january had been having no trouble at all with until they had three patients in the last month on (B)(6) 2019 who all became infected and all that. The dental assistant said (physician's name) wanted to call and check base about the product. The dental assistant said that (name redacted) had done extractions since the adverse events occurred with the patients and had stopped using the gelfoam with no further events occurring. They hadn't used the product since had they had the problems. The last two extractions, the product wasn't used, and the patients have been fine. The dental assistant said that the doctor liked to use the product and was waiting to know if there had been a recall or something to continue use. No test or treatment information was provided. Antibiotic therapy with keflex 500mg three times a day by mouth to treat infection. The dental assistant said that they had not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. The dental assistant confirmed that the gelfoam products used for all three patients all came from the same box, and that she doesn't fill the box back up until they are all completely gone. The action taken was unknown. The outcome was unknown (previously reported as recovered). The dental assistant said that there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. Causality was reported as "yes, not necessarily caused by gelfoam, but they think that it is related to the ae: infection". On (B)(6) 2019, the dentist reported that the event of irritation lasted 24-36 hours. No specific tests were required. The dentist reported that the product had a causal effect to the event; however, it was unknown if there was a reasonable possibility the event was related to the suspect device. No hospitalization was required; the patient was treated for the event with suggested oral rinses for tissue reaction irritation. Additional comments by the dentist: have used this for years with never this irritation. Follow-up (15may2019 and 16may2019): this is a follow-up report received from a product quality complaints group. Description of complaint: 'gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges.' Hazardous situation (worst case severity s5): product contains foreign particulate matter. The complaint is to be evaluated for MDR. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); patient age, event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (17may2019): this is a follow-up spontaneous report based on the information received by pfizer from henry schein inc. (Hs control#: 94566). Event type: division: dental. Product brand: branded product (non-schein). Event type: adverse event. Reportable by hs: no. Product information: will affected product be available for evaluation: yes. Item description: gelfoam dental pak size 4. Incident information: date of incident: on (B)(6) 2019. Problem code: 1735 (infection, bacterial). Item description: gelfoam dental pak size 4. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 (male) (age (age 70 & 69) and 1 female (age (82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new information reported from the contactable dentist and incorporated in the initial case narrative includes: new event of tissue irritation, reaction details, medical history, treatment suggestion, outcome, dentist's causality assessment and comments. Follow-up (25jun2019): this is a follow-up report received from a product quality complaints group. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch: x34383, exp: 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot: x34383, exp: 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable. The details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no. Batch specific trend review: n/a. Complete - acceptable. Other trend assmt. & rationale: medical device component trend review: complete - acceptable. Medical device report review: complete - acceptable. Batch specific trend review: complete - acceptable. Medical device trend analysis: complete - acceptable. Medical device report review: complete - acceptable. The complaint history for products with the product category defined as 'absorbable. Material -foam' has been reviewed. The following parameters were used: product category: absorbable material - foam. Time period: 14may2016 -14may2019. Complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Company clinical evaluation comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up (02sep2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page., comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
As of date 25jun2019, investigation report from product quality complaint group. A brief summary of this citi / full complaint investigation is listed below: product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required.

Event description:
An infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected [oral infection] , irritation of tissue [tissue irritation]. Case narrative:this is a spontaneous report from a contactable healthcare professional. Reporter was a dental assistant calling from a dental office on behalf of dentist. This healthcare professional reported similar events for three patients. This is third of three reports. A (B)(6)-year-old male patient received absorbable gelatin (gelfoam, distributed by pharmacia and upjohn co, division of pfizer(address) details) with device lot number x34383 and expiry date: 31may2021; route of administration, on (B)(6) 2019, at unspecified dose for tooth extraction. The size was 4, 4 square centimeters, 2x2 cm, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Upc from envelope of product which did not match upc of box: 10300090396050. The dental assistant provided the following unknown number: (17) 210531. The dental assistant described packaging as a box containing envelopes of individual foams. There was a big envelope and a little envelope that contains the product. There were 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product was double packaged for sterility, 6 packs in two envelopes. The dental assistant said that there were two envelopes that were not even opened. The patient's medical history included arthritis, circulatory problems, and previous heart surgery. His concomitant medications were not reported. He had no relevant drug history, no drug or alcohol abuse and no drug allergies. He had a smoking habit. Family medical history relevant to the event was reported as not applicable. It was reported that the patient had an infection after using the product for a tooth extraction on (B)(6) 2019, with seriousness criteria reported as not serious. Operator was the dentist. The dental assistant stated, 'no infection was reported when stopped using it.' The dental assistant said that the last shipment they received in january had been having no trouble at all with until they had three patients in the last month ((B)(6) 2019) who all became infected and all that. The dental assistant said (physician's name) wanted to call and check base about the product. The dental assistant said that (name redacted) had done extractions since the adverse events occurred with the patients and had stopped using the gelfoam with no further events occurring. They hadn't used the product since had they had the problems. The last two extractions, the product wasn't used, and the patients have been fine. The dental assistant said that the doctor liked to use the product and was waiting to know if there had been a recall or something to continue use. No test or treatment information was provided. Antibiotic therapy with keflex 500mg three times a day by mouth to treat infection. The dental assistant said that they had not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. The dental assistant confirmed that the gelfoam products used for all three patients all came from the same box, and that she doesn't fill the box back up until they are all completely gone. The action taken was unknown. The outcome was unknown (previously reported as recovered). The dental assistant said that there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. Causality was reported as "yes, not necessarily caused by gelfoam, but they think that it is related to the ae: infection". On (B)(6) 2019, the dentist reported that the event of irritation lasted 24-36 hours. No specific tests were required. The dentist reported that the product had a causal effect to the event; however, it was unknown if there was a reasonable possibility the event was related to the suspect device. No hospitalization was required; the patient was treated for the event with suggested oral rinses for tissue reaction irritation. Additional comments by the dentist: have used this for years with never this irritation. Follow-up (15may2019 and 16may2019): this is a follow-up report received from a product quality complaints group. Description of complaint: 'gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges.' Hazardous situation (worst case severity s5): product contains foreign particulate matter. The complaint is to be evaluated for MDR. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); patient age, event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (17may2019): this is a follow-up spontaneous report based on the information received by pfizer from henry schein inc. (Hs control #(B)(4)). Event type:division: dental. Product brand: branded product (non-schein). Event type: adverse event. Reportable by hs: no. Product information: will affected product be available for evaluation: yes. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Item description: gelfoam dental pak size 4. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 (male) (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new information reported from the contactable dentist and incorporated in the initial case narrative includes: new event of tissue irritation, reaction details, medical history, treatment suggestion, outcome, dentist's causality assessment and comments. Follow-up (25jun2019): this is a follow-up report received from a product quality complaints group. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required., comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz

Event description:
Event verbatim [preferred term] an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected [oral infection] , irritation of tissue [tissue irritation] , . Case narrative:this is a spontaneous report from a contactable healthcare professional. Reporter was a dental assistant calling from a dental office on behalf of dentist. This healthcare professional reported similar events for three patients. This is third of three reports. A 69-year-old male patient received absorbable gelatin (gelfoam, distributed by pharmacia and upjohn co, division of pfizer(address) details) with device lot number x34383 and expiry date: 31may2021; route of administration, on (B)(6) 2019, at unspecified dose for tooth extraction. The size was 4, 4 square centimeters, 2x2 cm, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. Upc from envelope of product which did not match upc of box: 10300090396050. The dental assistant provided the following unknown number: (17) 210531. The dental assistant described packaging as a box containing envelopes of individual foams. There was a big envelope and a little envelope that contains the product. There were 12 squares, with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product was double packaged for sterility, 6 packs in two envelopes. The dental assistant said that there were two envelopes that were not even opened. The patient's medical history included arthritis, circulatory problems, and previous heart surgery. His concomitant medications were not reported. He had no relevant drug history, no drug or alcohol abuse and no drug allergies. He had a smoking habit. Family medical history relevant to the event was reported as not applicable. It was reported that the patient had an infection after using the product for a tooth extraction on (B)(6) 2019, with seriousness criteria reported as not serious. Operator was the dentist. The dental assistant stated, 'no infection was reported when stopped using it.' The dental assistant said that the last shipment they received in january had been having no trouble at all with until they had three patients in the last month ((B)(6) 2019) who all became infected and all that. The dental assistant said (physician's name) wanted to call and check base about the product. The dental assistant said that (name redacted) had done extractions since the adverse events occurred with the patients and had stopped using the gelfoam with no further events occurring. They hadn't used the product since had they had the problems. The last two extractions, the product wasn't used, and the patients have been fine. The dental assistant said that the doctor liked to use the product and was waiting to know if there had been a recall or something to continue use. No test or treatment information was provided. Antibiotic therapy with keflex 500mg three times a day by mouth to treat infection. The dental assistant said that they had not heard back from any of the patients since they started taking the antibiotics, and that they should be fully healed by now. The dental assistant confirmed that the gelfoam products used for all three patients all came from the same box, and that she doesn't fill the box back up until they are all completely gone. The action taken was unknown. The outcome was unknown (previously reported as recovered). The dental assistant said that there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction did make them want to find out if could be related. Causality was reported as "yes, not necessarily caused by gelfoam, but they think that it is related to the ae: infection". On (B)(6) 2019, the dentist reported that the event of irritation lasted 24-36 hours. No specific tests were required. The dentist reported that the product had a causal effect to the event; however, it was unknown if there was a reasonable possibility the event was related to the suspect device. No hospitalization was required; the patient was treated for the event with suggested oral rinses for tissue reaction irritation. Additional comments by the dentist: have used this for years with never this irritation. Follow-up (15may2019 and 16may2019): this is a follow-up report received from a product quality complaints group. Description of complaint: 'gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges.' Hazardous situation (worst case severity s5): product contains foreign particulate matter. The complaint is to be evaluated for MDR. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); patient age, event data, product description/ indication, reporter seriousness and causality assessments. Follow-up (17may2019): this is a follow-up spontaneous report based on the information received by pfizer from henry schein inc. (Hs control #(B)(4)). Event type: division: dental. Product brand: branded product (non-schein). Event type: adverse event. Reportable by hs: no. Product information: will affected product be available for evaluation: yes. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Item description: gelfoam dental pak size 4. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 (male) (age (age 70 & 69) and 1 female (age (82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up (11jun2019): new information reported from the contactable dentist and incorporated in the initial case narrative includes: new event of tissue irritation, reaction details, medical history, treatment suggestion, outcome, dentist's causality assessment and comments. Follow-up (25jun2019): this is a follow-up report received from a product quality complaints group. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4) . Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable medical device report review: complete - acceptable. Batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as 'absorbable material -foam' has been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: 14may2016 -14may2019. - complaint classification: foreign object/contamination the results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Company clinical evaluation comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required., comment: the reported events "an infection after using the product for a tooth extraction, the extraction's the area in contact with the gelfoam sponge became swollen and infected" and tissue irritation did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.